Manufacturer narrative:
Correction: communication from anz quality team that this is not a product complaint. The error of incorrect labelling came from the brochure and not from manufacturing site.

Event description:
It was reported that bracket hanger 19l collector label has incorrect information. This occurred on 4 occasions before use. The following information was provided by the initial reporter: incorrect labelling of product which meant customer was supplied with the incorrect item.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bracket hanger 19l collector label has incorrect information. This occurred on 4 occasions before use. The following information was provided by the initial reporter: incorrect labelling of product which meant customer was supplied with the incorrect item.